Manufacturer narrative:
(B)(4) - broken saddle pin/detached/missing bearing. The analysis found that one ntlc75 device was returned with the saddle pin broken, both bearings detached, and with a reload present. The reload was received fully loaded. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to detached from the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, a pin of the hinge for setting came off at the 4th firing. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.